Event description:
It was reported that the proleus xr/a lateral lable locks slip intermittenttly. There was neither injury reported nor pt involvement. The concern is for a serious injury if a pt were to become unsteady and fall as result of the table moving.

Manufacturer narrative:
The ge field engineer (fe) conducted an investigation and found greasy build-up on the table's lateral lock rails and pads. The fe reassembled the table and verified that the locks functioned properly. The fe returned the product back into service. The system's preventative maintenance procedures contain instructions to check for table lateral lock functionality.